Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio/beep anomaly and also experienced low blood glucose of 53mg/dl. The customer stated that the insulin pump kept beeping even after a bolus and battery change. Customer stated that the insulin pump beeped every two minutes. Customer was advised to change battery due to failed battery alarm received during initial battery change. There was no indication that the troubleshooting resolved issue and customer was advised to call back if the problem persisted after advised battery change. The insulin pump will not be returned for analysis.